Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt reported taking batteries off the charger and plugging them in and they had no charge. He then heard the red heart alarm and lay back down in bed. The nurses immediately plugged him back into ac power and the pt believes the pump stopped for a few seconds. He also reported feeling weak for the next 48 hours. All batteries passed testing and the event could not be replicated. The pt was given all new batteries and had no further issues.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the batteries because they were not returned by the hospital. The MFR was advised that the batteries were disposed of by the hospital and the serial numbers for the batteries was never reported. A review of the device history record revealed the device met applicable specs. Based on the info available due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available at this time. The MFR is closing its file on the event.